Event description:
This device was changed out at mol2 because the rv and lv leads have chronic high outputs. The physician kept the leads implanted and active but replaced this ICD. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was returned and analyzed. Upon receipt the device interrogation revealed the battery status eri. The device memory demonstrated a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The archive data and the programmed parameters were inspected. In agreement with the clinical observation, high right and left ventricular pacing thresholds, up to 3.5 v and 4.0 v, respectively, at 1.5 ms, were documented in the archive data. Therefore it is reasonable to assume that the pacing outputs were programmed accordingly, which is confirmed by the last programmed right and left ventricular pacing outputs of 5.5 v and 4.5 v, respectively, at 1.5 ms. This represents a high current program, which results in a faster discharge of the battery. In particular the charge consumption of the device as well as the battery depletion were verified and proved to be normal and as expected. In conclusion, the device was fully functional. There was no indication of a device malfunction. The analysis of the device revealed a normal battery depletion. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.